Event description:
On (B)(6) 2026 the patient reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 434 mg/dl following suspected infusion set delivery failure while using insets infusion sets with the ilet system. The user was transported to the hospital by the caregiver where the user was evaluated for diabetic ketoacidosis, diagnosed negative for ketones, treated with insulin for hyperglycemia and discharged (B)(6) 2026. The user reported vomiting and stomach pain with no long-term health effects reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.